Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning and did not pass the trouble shooting. It was noted that the patient had been using purewick products for more than 90 days. Per additional information received via sample form on 11jan2022, it was reported that the suction and tip were not functional and was not working. Patient reported that the system helped prevent urinary tract infection when worked and required antibiotic for slight urinary tract infection when the system did not work.

Event description:
It was reported that the purewick urine collection system was not suctioning and did not pass the trouble shooting. It was noted that the patient had been using purewick products for more than 90 days. Per additional information received via sample form on 11jan2022, it was reported that the suction and tip were not functional and was not working. Patient reported that the system helped prevent urinary tract infection when worked and required antibiotic for slight urinary tract infection when the system did not work.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "dimensions not specified correctly and/or improper materials used assembly collapses under vacuum ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear maybe useful for securing the purewicktm female external catheter for some patients. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.